Manufacturer narrative:
There are no previous complaints on this device testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 05/01/2024, znyo medical received a report from the customer reporting they had an issue with the pump. The customer stated they were unable to start an infusion. Customer stated they had about 7-8 pre-programmed infusion sets and neither of them would run. There was no patient injury reported.